Event description:
Patient returned approximately 6 months after the initial intramedullary (im) nailing for removal of the hardware and hip arthroplasty. Left hip intertrochanteric femur fracture, nondisplaced. Procedure performed: left femur intramedullary nailing. Notes from the operative report "fascia lata was longitudinally incised and a guidepin was introduced in the tip of the greater trochanter. Once the guidepin was introduced, an entry reamer was placed followed by a ball-tipped guidewire just a level above the patient's total knee prosthesis. The patient was measured to be appropriately sized for a 420 mm long nail. Next, the patient's canal was serially reamed to 14 mm. Thereafter, the patient had the 420 mm synthes trochanteric femoral nail advanced to appropriate depth. Thereafter, a guide pin was introduced into the femoral neck under fluoroscopic guidance and found to be appropriately sized for a 100 mm helical blade. Thereafter, the lateral cortex was violated and then reamed to a depth of 95 mm. Helical blade was introduced laterally. After the helical blade was confirmed to be in the appropriate position on ap and lateral fluoroscopic images, the guidewire was removed and the locking screw was advanced proximally. Thereafter, fluoroscopic images demonstrated appropriate position of the hardware throughout the entire length of the femur." Approximately six months later: procedures performed: left total hip arthroplasty, conversion from previous hip nailing, and removal of hardware. Notes from the h&p: history of present illness: (patient) who has a history of left hip arthritis, has a retained hardware from a previous fracture. He has had signs of avascular necrosis with early collapse of the femoral head on top of this. He failed conservative measures, including anti-inflammatories and pain medications. He has modified lifestyles as well as therapies. He has also had intraarticular injection without relief of his pain. Admitted to the hospital to have his hardware removed and converted to a total hip arthroplasty. Preoperative diagnosis: advanced left hip osteoarthritis with retained hardware and avascular necrosis. Next day: notes from the operative report: "a posterior approach was created. The illotibial (it) band was split. Short external rotators and capsule opened superiorly into the dome, the hip dislocated. The hip was then relocated, and the rod was identified both proximally and the sideplate. The spiral blade was then removed without difficulty, as was the rod. The hip was then re-dislocated. A neck cut was performed. The acetabulum was exposed and reamed to a size 57. A 58-mm g7 acetabular component was impacted in 45 degrees of abduction, 20-25 degrees of anteversion. This was slightly more anteverted and flatter than his native anatomy for wear and stability. I did add a single supplementary screw. A lip liner was then impacted on the lip inferior posteriorly. The proximal femur was exposed and serially broached to a size 6. This was placed about 3-5 mm below the tip of the trochanter, which was my preop template. I used an offset stem for neck length. The patient still had about a centimeter of shuck and the soft tissues were somewhat loose; therefore, I tensioned it with a +3.5 head. In 90 degrees flexion, neutral abduction, it could be rotated about 80 degrees prior to subluxation. In full external rotation and extension, he came within a millimeter or so of impinging components. I could not antevert or retrovert either component anymore because of impingement. The leg lengths felt similar, I may have lengthened just a couple of millimeters. Stability was adequate, leg length similar. The trial stem removed. The final stem impacted into the canal, the final head onto the morse taper. Orthopedic surgeon noted the locking mechanism was bent; inspection showed a large notch, anterior.